Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining a falsely low cholesterol (chol) result that was reported out of the laboratory generated on the synchron® lx20 clinical system. The customer reran the same on the same instrument and on an alternate instrument and generated higher chol results. The results provided by the customer are shown in this report. Customer indicated that they have not been notified of any change to patient treatment based on the erroneously reported result.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse checked the alignments, cleaned and flushed the probes with bleach, removed bubbles from the sample and reagent syringe, and replaced the sample probe. The fse also calibrated the chol reagent and ran precision and controls. Instrument performance was verified. The cause of the event was an unknown hardware malfunction, which was resolved by the service routine repairs performed.